Manufacturer narrative:
Expiration date: unknown as lot is unknown. (B)(4) device portion remaining inside pt is not labeled. Tip breakage is not labeled. Quality control (qc) inspects and confirms the type and outside diameter of tubing for the inner and outer catheters, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. Incoming qc confirms that the surface is clean and free of imperfections. The device was not returned to assist in the investigation. The report from the customer notes that the physician believes that the catheter was hit with the laser and this is what led to the catheter separation. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk analysis (qera) was created in response to this complaint and no further mitigating action is necessary at this time.

Event description:
Approx 2cm of the catheter broke off inside the pt and the physician is unable to find it. The physician does not feel the catheter is defective, he believes it was hit with the laser. Looked for the segment via ultrasound and couldn't find it after the procedure. The pt was then sent over for x-rays the following day and still did not see the segment. The segment is in the pt's left upper thigh - pt is aware of the segment remaining. Additional attempts for information have been unsuccessful.